Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family or friend reported via phone call that the customer experienced high blood glucose level of 532mg/dl. The customer was treated with insulin pump. The customer's family or friend stated that customer ate dinner and treated 270mg/dl blood glucose with insulin pump that night. Customer woke up with the 532mg/dl and a message on the insulin pump that stated bolus was not delivered due to dead battery. Customer's family or friend claimed that no low battery alert was received. Troubleshooting was performed for power loss alarm. Insulin pump was found to be working as designed and customer was assisted in programming insulin pump with low battery alert feature. The product will not be returned for analysis.